Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis found that only 17.7 cm of the lead with connector pin was returned. External abrasion was found at 12.3cm and at 17.5cm from the connector pin as a result of friction to the ICD can. No anomaly was noted on the lead portion that could cause the complaint reported in the field.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The lead was capped and replaced.